Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy 2.50 x 38mm stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. The struts were pulled distally on distal stent strut rows 10-12. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified a kink in the shaft polymer extrusion approximately 4mm distal of the bicomponent bond. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01oct2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation with a 2.5x20mm balloon catheter, a 2.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.